Event description:
It was reported that the pt, implanted with this lead, indicated loss of stimulation and effectiveness. High impedance was measured by the physician. After lead replacement stimulation was effective again.

Manufacturer narrative:
(B)(4).